Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicon lens. There were complications with the pt and the lens was removed. No widened incision and no suture. A different type of lens was implanted. Reporter stated cause of this incident was pt related and was not due to the lens. No product allegation.

Manufacturer narrative:
(B)(4) - no product allegation against the product. Results - a visual insp of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the eval of the returned product, the root cause of the event has been determined to be pt related and was not lens related. (B)(4).